Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) /2012, inratio2: 4.6, lab: 1.9. Sample blood for lab was drawn within minutes after the test with inratio. The result of lab is normal for this pt as controlled. A second reading was done on the inratio2 with an inr = 4.0. A retest was tried with the same inratio but an error code (er411) resulted. The customer abandoned the test with inratio and drew blood soon to send for lab. Lab result is not known.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 4.6, reference: 1.9, mean: 3.25, confidence limits: 1.9-4.6, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. User reported additional result from another different date of testing. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of this other reported result is appropriate. Error code 4nn is displayed when the impedance profile in the pt channel fails certain error tests imposed by the pt algorithm as it attempts to locate an inflection point that is an indication of the prothrombin (pt) time. These checks are made to detect conditions that indicate a failure or some type of error such that a pt result is not displayed. These errors may be caused by strip issues or by user errors. No indication of strip or user issues. Unable to determine root cause. Donor testing will be performed on the returned strips if/when they are received at alere (B)(4). Conclusion: (B)(4). This issue and lot number will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.